Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported an IV set that had ballooned, causing an occlusion. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.